Event description:
On (B)(6) 2025 patient's daughter called inogen to report that the patient's device g5 was not delivering oxygen to the patient. Per the daughter both concentrators were not working, 911 was called and ems took the patient to the hospital to receive oxygen. The patient remained in the hospital until he received the new home device and is back home now recovering.

Manufacturer narrative:
The unit was received for investigation on july 03, 2025. The unit was returned with an "oxygen error" complaint, which was confirmed with data log. The root causes included contaminated zeolite and a blocked feed port. The zeolite had absorbed excessive moisture, leading to column contamination, while the muffler was filled with dust, further contributing to the blocked feed port. This combination resulted in increased column pressure and reduced external oxygen output. Leaking sensor from cannula receptacle due to over tightening of cannula barb. The compressor mounts were also damaged, likely due to increased vibration from the compressor. The top housing and uip were replaced due to cosmetic damage. The unit was repaired and the patient received a replacement unit.